Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that pt was revised due to pain and limited mobility. The pt underwent an irrigation and debridement on (B)(6) 2011.